Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during removal from the tray resulted in the noted multiple shaft bends, the noted shaft kink and ultimately resulted in the reported material separation/noted jacket separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during removal of the exact carotid stent delivery system (sds) from the tray, it was noted that the delivery system was broken in two separate pieces. Another exact sds was used to complete the procedure. There was no device use or patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.